Event description:
Event description boston scientific received information that post implant of this implantable cardioverter defibrillator (ICD) a mild to moderate left pneumothorax was noted, requiring chest tube drainage and an extended hospital admission.

Event description:
Boston scientific received information that post implant of this implantable cardioverter defibrillator (ICD) a mild to moderate left pneumothorax was noted, requiring chest tube drainage and an extended hospital admission. Additional information was received that the device remained implanted for more than 6 years after this event until it was explanted and battery depletion and returned for analysis.

Manufacturer narrative:
The pneumothorax was resolved and the patient was discharged with no further incident. No additional information is available. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, this device was examined for any indication of an anomaly that could lead to the field observations, with no issues observed during analysis that could lead to a pneumothorax. However, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.